Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of an open procedure to change the aortic valve, at the time of unpacking the product, the needle was found disassembled from the thread. Another device from the same lot was used to complete the case. There was no patient injury.